Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No loose drive support cap anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out two weeks ago but now had a slight recess. The customer's blood glucose level was 296 mg/dl. The customer stated that the insulin pump locked up in the morning. The customer was unable to unlock it. The customer had went to the bathroom and the screen said keyboard locked. The customer stated that the drive support cap was sticking out but went back in and looked normal again. The customer was advised to follow their medically prescribed back up plan. The device will be returned for analysis.